Event description:
It was reported to philips that the system was unable to boot, preventing the procedure from starting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint and determined that no system boot up issue had occurred. The case was created in error, since no boot up problem was reported by the customer. Therefore, no service actions were required or performed by the philips. To date, no occurrences of this issue have been reported. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the case was created in error as the customer did not report any malfunction related to system boot up, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.